Event description:
An elderly female with a poorly healing wound over the right lower leg was taken to vascular interventional radiology (vir) for an arteriogram and possible intervention to treat the recently discovered stenosis within the proximal aspect of the right superficial femoral artery, occlusion of the anterior tibial artery and occlusion of the tibioperoneal trunk. Because of her previous history of aortic valve replacement the patient had been on coumadin therapy. On the day of the procedure the patient's inr was 1.8. It was decided that this was an acceptable level to proceed.initially, there was some difficulty cannulating the femoral artery and the decision was made to attempt access a little higher than usual. When cannulation was accomplished the arteriogram went forward. The procedure went well and, after the stents were placed, the arterial puncture was to be closed using a starclose vascular closure system. After approximately 10 minutes of unsuccessfully trying to deploy the device, the decision was made to abort the attempts and remove the partially deployed device. Once removed, direct pressure was applied to the puncture site for 30 minutes.